Event description:
Pt with subq demand pacemaker found unresponsive. Pacer spikes seen on monitor with heart rate detected, but no EKG noted. Monitor failed to detect asystole and no alarm occurred. Resuscitation attempted unsuccessfully.